Manufacturer narrative:
H3, h6) the instrument was returned for analysis. In summary, the tool retention mechanism had broken free of the handle. As a result, the handle was no longer usable. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was breakage to the instrument fixation part. There was no patient involvement. Additional information was received. The instrument fixing part of the handle came off, so the instrument could not be grasped by the handle